Manufacturer narrative:
H.6. Investigation summary one loose 5ml syringe and one sealed packaged 5ml syringe, confirmed to be from batch #9308674 (p/n 309646), were received. The samples were visually evaluated. The loose syringe was observed to have medication residue in the fluid path and could only be evaluated through the bag. The stopper was observed to be insecurely attached to the plunger rod. The one sealed packaged syringe did not have any visual defects. It was then taken out of the packaging and disassembled. No visual defects were observed with its components. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9308674 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use leaked during use. The following information was provided by the initial reporter: material no: 309646 batch no: 9308674 it was reported that the nurse pulled up zofran into syringe. Med started leaking. Rn noticed black plunger was crooked. Verbatim: nurse pulled up zofran into syringe. Med started leaking. Rn noticed black plunger was crooked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use leaked during use. The following information was provided by the initial reporter: material no: 309646 batch no: 9308674. It was reported that the nurse pulled up zofran into syringe. Med started leaking. Rn noticed black plunger was crooked. Verbatim: nurse pulled up zofran into syringe. Med started leaking. Rn noticed black plunger was crooked.